Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experience the high blood glucose. The customer¿s blood glucose level was of 600 mg/dl. At the time of incidence. Customer was treated with insulin via manual injection. In addition, customer reported that the insulin pump was off after high blood glucose level. The insulin pump will be returned for analysis.